Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter became entrapped on the guidewire. A jetstream® atherectomy catheter and jetstream® jetwire guidewire were selected for an atherectomy procedure in the superficial femoral artery. During the procedure, the guidewire became entrapped in the catheter. They were stuck together and had to be removed from the patient as one unit. Access to the lesion was lost. Prior to this, the catheter had been used with another wire and worked fine. When they used this device the second time with the jetwire, the problem occurred. The procedure was completed with a different device. There were no patient complications and the patient was fine.